Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12398. Related manufacturer reference number: 2017865-2019-14014. It was reported that the patient presented on (B)(6) 2019 with pain. It was noted that the pulse generator had migrated under the left arm. The patient presented on (B)(6) 2019 for revision procedure. During the procedure, the right ventricular and right atrial lead were noted to be dislodged. The device and leads were repositioned successfully. The patient tolerated the procedure well and was stable